Event description:
It was reported that the device appeared to be mode switching fewer times than expected. The mode switch amounts were not being displayed correctly due to the detection delay and the post mode switch overdrive pacing being programmed on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.